Event description:
Boston scientific crm received info that two days post implant this right ventricular (rv) lead needed repositioning. A bsc sales representative (sr) went in and repositioned the lead with success. One day later, the sr was called back to reposition the rv lead once again, which he did with success. This pt suffers from dementia and is not immobilizing the arm very well, which will lead to repositioning needed. The sr stated that there was not enough slack, and the lead is on the septum, so he did the last reposition in an apical position and all the numbers were good at that time. Dates were provided to us by boston scientific.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.